Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the tct75 instrument was fired and the colon was divided. After reloading device, there was no more force needed to fire and after the second firing, the device was stuck after halfway in the firing cycle. After disassembly, the little metal rod fell out of the instrument and fell apart. Another instrument was used to complete the case. There was no consequence to the pt.